Manufacturer narrative:
H3, h6: a medtronic representative went to the site to perform a system check out and they found that the doors popping when opening this prevented the doors from closing completely. The issue appeared to be rubbing the door and inner gantry covers. The covers were adjusted to resolve the issue. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
No parts have been returned for product analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that when the doors were closed, the pendant would still state that they were open. When closing the doors, the manufacturer representative would hear a popping noise coming from the gantry. They tried rebooting the system 3 times with no resolution. The representative invalidated home and performed a motion calibration with resolution. This happened outside of a case, no patient present.